Manufacturer narrative:
This device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Manufacturing documents were reviewed and no complaint related issues were found.

Event description:
A device report from synthes (B)(4) reported that a facility in (B)(6) had the following event: the tip of the mesh cutter was noted as broken. The circumstances are unknown and the broken piece was not included with the device.